Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that it was difficult to get the impella cp in good positioning. They were unable to get the impella cp to move away from the mitral complex and would not go pass p-5 level without suction. There was great distal flow. There were no issues until the pressors were started post operatively. The long peel away sheath had been left in. The patient had been on impella cp for approximately two days. The patient had open heart surgery on bypass at the end of the second day. The patient had pulses in right leg after surgery but after pressors were increased, the right leg pulse weakened. Impella flows were unable to be increased at this time as well. The decision was made for an impella 5.5 to get more support. The day after impella 5.5 placement, the patient had increasing creatine kinase and the patient¿s leg was swollen even after the impella pump and sheath were removal. A fasciotomy was performed. The patient is stable. The patient's outcome at explant was survived.

Manufacturer narrative:
The investigation for the limb ischemia and the positioning issues has been completed. The impella was not returned for evaluation. However, clinical details was sufficient to determine the root cause of the positioning issues. The cause of the positioning issues most likely was use related due to improper technique as the device had been shallowed out while cross clamped and was stuck against mitral apparatus. The root cause of the limb ischemia could not be determined.